Event description:
It was reported that an ambulatory infusion pump exhibited a "no disposable, clamp tubing" alarm 48 hours before chemotherapy was expected to finish. Patient returned to the hospital the following day to exchange pump and cassette. No patient or clinical injury was associated with this incident.